Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported the patient had a revision on (B)(6) 2018. The revision was done because "they thought the lead" was too anterior. This was the left lead. No further complications were reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3387s-40, lot#: va1a22c, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the lead being too anterior wasn¿t determined. No further complications were anticipated.